Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous right coronary artery that 80% stenosed. The lesion was predilated with a 1.5x12mm mini trek balloon and a 2.0x12mm mini trek balloon at 8 atmospheres. A 3.5x23mm xience alpine drug-eluting stent (des) was inflated at 10 atmospheres and implanted, however a dissection was noted. A 3.0x15mm xience alpine des was used to treat the dissection and tmi iii flow was good without any residual stenosis. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.